Manufacturer narrative:
Z-1923-2019.

Event description:
It was reported that the defibrillator had a battery failure. There was reportedly no patient involvement. This case was initiated by a response from the customer regarding the philips healthcare fco86100188a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor.